Manufacturer narrative:
Data acquisition (da) pcba was returned to failure investigator (fi) lab for evaluation. Visual inspection of the da pcba revealed no evidence of damage or contamination. The da pcba was installed in the fi test ventilator. Operational test was performed and the ventilator power up from ac and delivered breaths. No errors generated at post. The ventilator operates for 2 hours without failures. Pressure accuracy test was also performed and passed. No errors were generated. The fse replaced the data acquisition board to address the reported problem. The equipment is working according to the specifications of the manufacturer. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause of the reported issue could not be determined due to no problem found. Through follow-ups with the key market who indicated that the customer did not provide them patient information.

Manufacturer narrative:
A follow-up report will be submittd upon completion of the investigation.

Event description:
Customer reported that the unit has a pressure auto-zero error failure. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.